Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00199: head, 3025141-2017-00200: neck.

Event description:
The head/neck assembly of the arh slide-loc radial head implant system separated from the stem post operatively. The head/neck assmebly was explanted.